Manufacturer narrative:
Immucor technical support used a remote electronic connection method to assess the test well images on the echo. Batch (B)(4) (rs3 r635 crric 221440) sample (B)(4). Cell 1-negative-visually appera to have some red cell adhearance and weak positive. Cell 2-negative-visually appera to have some red cell adhearance and weak positive. Cell 3-negative-visually negative. Control well (s) reacted as expected. Batch (B)(4) (rs3 r635 crric 221440) sample (B)(4) cell 1-2+-visually appear positive. Cell 2-2+-visually appear positive. Cell 3-negative-visually negative. Control well (s) reacted as expected. Repeat of sample from (B)(6) 2015. Batch (B)(4) (rs3 r635 crric 221440) sample (B)(4). Cell 1-1+-visually appear positive. Cell 2-?-visually appear weak positive. Cell 3-negative-visually negative. Control well (s) reacted as expected. Customer was advised that cc 09-042-02 states that the echo may generate a negative result with capture-r plates, where upon subsequent visual inspection the cell appears weak positive or equivocal.

Event description:
Customer reported unexpected negative results when testing a sample with capture-r ready screen 3 (crrs3) on the galileo echo.